Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing and bench/stress testing without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer rate was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.